Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported multiple electrolyte/flow cell issues with the dxc 800 pro instrument. Customer stated that they ran a quality control check for carbon dioxide (co2) and it was elevated. Customer also ran a quality control check and calibration for potassium (k) and found it to be within range, however, it suppressed multiple patient samples due to excessive reference drift (es) errors. Furthermore, customer noticed low anion gaps on patient samples due to false chlorine (cl) results. When the low anion gaps were noticed, the samples were repeated and reported from another analyzer. No erroneous results were reported out of the laboratory, and no patient care was affected. Multiple attempts were made to obtain patient information, but the customer refused to provide any information or laboratory results. Customer, however, did fax the quality control and calibration reports so the issue could be referred to service for repairs. Based on the quality control reports, the fluctuation of patient results may have been within precision claims of the assays, but since the customer refused to provide any patient results, it will be assumed that the difference in results exceeded assay precision claims. Field service engineer (fse) examined the instrument and performed service on the electrolyte injection cup (eic), cleaned the flow cell, and replaced the (cl) electrode tip. Fse verified performance.